Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert and was emitting tones. Review of the device memory noted the bd alert was caused by a decrease in battery voltage cause by a magnet application. The device has since recovered and the battery is depleting normally. The s-ICD remains in service and there were no adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.